Manufacturer narrative:
Follow-up #1 date of submission 01/03/2014-device evaluation: a retained sample was tested and evaluated by product analysis on 12/20/2013 with the following findings:a visual inspection of the cartridge were performed. No damage or defects were noted. A leak test, force test, fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a loss of prime issue. It was reported the pump alarmed for loss of primes with multiple cartridges from multiple boxes. During trouble shooting, the reporter was able to prime and air bolus without a loss of prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.